Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called because he ordered his device thru insurance and wants to get a replacement because its not suctioning properly. He was not around the device to perform trouble shoot. I let him I know I have to at least try to trouble shoot and get the device to try to work before sending a replacement. He said he did not have time right now because he was at work. He disconnected the call and said he will call back. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).